Event description:
A patient underwent a totally thoracoscopic maze procedure using a mid1 dissector. Left side lesions were completed successfully. The mid1 was then routed around the right pulmonary veins. It was reported that surgeon ¿rocked¿ her hand back and forth to create space after which the scope and mid1 dissector were removed from patient. Upon reinserting the scope, bleeding was observed. The procedure was converted to a sternotomy. An injury was located on the left atrium posterior wall. Administration of 4 units of blood was required and the injury was repaired with suture. There was no reported device malfunction, and the adverse event was the result of a procedural complication.

Manufacturer narrative:
The device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number was not reported. There was no reported device malfunction.